Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient complained of "negative and positive dysphotopsia-like symptoms". Positive dysphotopsia was reported as "worse outside than inside" and the lens as having "a few midperipheral lens pits". A yag procedure was performed. The reason for yag procedure was not provided. The surgeon indicated that the likely cause of the event was "optic edge or interaction of optic edge with capsulotomy". The patent's current prognosis was reported as "no forseeable change".

Manufacturer narrative:
Additional information: (lot #). The lens was not returned to the manufacturer for evaluation. Therefore a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.